Manufacturer narrative:
The pump passed the displacement test, active current measurement test, sleep current measurement test and self-test. No unexpected pump error alarms or anomalies noted during testing. No frozen screen noted during testing. Successfully downloaded history files and traces using thump. Pump error 49 was found in the history files on 09/16/2025 22:33:04.000, 09/16/2025 22:50:35.000 and 09/16/2025 22:50:57.000. No stuck key alarms noted during testing, however, stuck key alarms were found in the history files on 09/16/2025 21:59:13.000 and 09/16/2025 22:24:14.000. Pump was cut open to perform visual inspection and found moisture damage to the keypad traces and pcba 1. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window (minor), scratched case and cracked case-corner of belt clip rails. Pump error 49 and frozen screen were not confirmed during testing. Stuck button error alarm did not occur during testing; however, stuck button alarms were confirmed found in the history file due to corroded keypad traces. Exposed to moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 65(rf processor failed self-test. This is called a power-on reset, during 10:01 am testing, and during self-test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was unable to clear the alarm. Troubleshooting was performed for display issues, and the customer reported a frozen display. Troubleshooting was performed for the keypad anomaly, and the customer reported a stuck button alarm. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.